Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test, and displacement test. However, the insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. No motor position encoder error alarm could be confirmed to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No cosmetic damage was noted.

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer does use the sensor feature and they were able to complete the rewind sequence. No further information reported.